Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): 113610 (79380), 115340 (252510), ep-115394 (344260), ti115310 (703260), 10000589 (663090), 115395 (819950), 180551 (082350), 180550 (855300), 180551 (530640). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported from a clinical study that a patient had an left total shoulder. Subsequently, the patient has reported an increase in shoulder pain, at times severe, with an onset date of approximately 6 years postop. It is unknown if revision surgery is recommended or planned. No intraoperative complications. No further information regarding treatment or intervention has been provided. It was reported that no further information is available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10 the reported cannot be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.